Manufacturer narrative:
The biomed isolated the siderails individually and determined the left siderail pt control was causing the issue. He replaced the left siderail pt control circuit board to repair the bed.

Event description:
The accounts biomed stated that the head down function does not work electrically, but when using the CPR function the head of the bed lowers properly. When he released the CPR, the head section will run back up without touching a button.